Manufacturer narrative:
Insulin pump received with intermittent button due to corroded keypad trace. No button error alarm noted. Insulin pump received with cracked case at display window corners, battery tube threads, belt clip slot and lcd window.

Event description:
It was reported that the insulin pump alarmed button error and unable to be cleared. The customer removed the battery for less than ten minutes, reinserted the battery and the alarm was gone and the buttons were working. The customer also reported that there were multiple cracks. The customer's blood glucose was 20 mmol/l. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.